Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged the device will not turn on/device not functioning and lightheaded. There was no report of serious patient harm or injury. The device with power accessories has not been returned for investigation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The user alleged the device will not turn on/device not functioning and lightheaded. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. In secondary findings, dust-like and fibrous contamination were observed on and around the iso port. Observed slight fibrous contamination and a slight unknown brown contamination of the top enclosure next to the air input. Observed a non-uniform brown film on the inside of the front panel and bottom enclosure. The blower box was visibly free of contamination. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that found no evidence of sound abatement foam degradation or breakdown. Unable to confirm the patient's complaint of a non-functioning device. Unable to confirm the patient's complaint of the power supply catching fire as it was not returned. Unable to address the patient's symptoms. In this report, section d9, g3, h3, h6 has been updated or corrected.